Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed that one lead has migrated out of the ipg header. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The report that the device was revised due to claiming ¿eol¿ was not confirmed. The report that the device was revised due to autoreducing was confirmed based on ipg log data. Analysis and longevity calculation found the device had not declared eol, however, the battery depletion (due to usage) was normal. The ipg therapy delivery log shows program status errors were logged, starting in august 2025 through explant, which would typically indicate an impedance issue with the leads or lead extensions.

Event description:
Additional information received on 24feb2026 indicates that surgical intervention was undertaken wherein the entire system was removed [related manufacturer reference number: 1627487-2025-06247]. One of the leads was difficult to remove so a laminectomy was needed at l3. X-ray imaging confirmed all devices removed. In addition, the recently replaced ipg was also removed as the doctor deemed the site to have reduced wound healing. The new ipg pocket was moved further down to address this issue.

Event description:
Additional information indicates that one lead and the extension exhibited high impedances, and one lead exhibited high and low impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced, and the extension was explanted to address the issue. Surgical intervention may be undertaken in the future to address the impedances on leads. It is unknown which leads are impacted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.